Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident, but was not using sensors. Troubleshooting was not completed as the customer declined. The customer also reported sensor glucose versus blood glucose differences that resulted in an incorrect threshold suspend. The insulin pump will not be returned for analysis.